Event description:
It was reported that two (2) em2400 valve sets had an oily texture. The issue was identified during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: two (2) devices were received for evaluation. Unaided eye visual was performed and excess silicone oil was observed on all the valve body ports and caps of sample 1 and no excess silicone oil could be observed of sample 2. The reported condition was verified in sample one (1); however, not verified for sample two (2). The cause of the condition could not be determined; however the most likely cause of the excess silicone fluid of sample 1 occurred in the manufacturing process during assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.